Event description:
A surgeon reported that during a procedure, air was not able to be substituted. The surgeon tapped the auto stopcock and air started to flow. The case was completed without harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).